Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) intrinsic amplitude is out of range on this right ventricular (rv) lead with measurements ranging from 0.5mv (millivolts) to 16mv. There was no undersensing observed, however on the stored electrograms (egms) oversensing was observed during a pacemaker mediated tachycardia (pmt) episode. It was noted the egms with pmt show false detection with upper rate behavior at maximum tracking rate. This alert will not retrigger until the device is interrogated with a programmer. Further review of the lead was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) intrinsic amplitude is out of range on this right ventricular (rv) lead with measurements ranging from 0.5mv (millivolts) to 16mv. There was no undersensing observed, however on the stored electrograms (egms) oversensing was observed during a pacemaker mediated tachycardia (pmt) episode. It was noted the egms with pmt show false detection with upper rate behavior at maximum tracking rate. This alert will not retrigger until the device is interrogated with a programmer. Further review of the lead was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information the patient was experiencing bradycardia and intermittent pacing. The device and leads appear stable with the device currently programmed left ventricular (lv) lead only pacing. There was oversensing on the rv channel creating inhibition of pacing with no asystole observed. The physician elected to make programming changes and extend the blanking period to 85ms (milliseconds). Technical services (ts) was consulted and provided troubleshooting and device optimization recommendations. At this time, the device and lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) intrinsic amplitude is out of range on this right ventricular (rv) lead with measurements ranging from 0.5mv (millivolts) to 16mv. There was no undersensing observed, however on the stored electrograms (egms) oversensing was observed during a pacemaker mediated tachycardia (pmt) episode. It was noted the egms with pmt show false detection with upper rate behavior at maximum tracking rate. This alert will not retrigger until the device is interrogated with a programmer. Further review of the lead was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information the patient was experiencing bradycardia and intermittent pacing. The device and leads appear stable with the device currently programmed left ventricular (lv) lead only pacing. There was oversensing on the rv channel creating inhibition of pacing with no asystole observed. The physician elected to make programming changes and extend the blanking period to 85ms (milliseconds). Technical services (ts) was consulted and provided troubleshooting and device optimization recommendations. At this time, the device and lead remain in service. No additional adverse patient effects were reported. Received additional information the patient was experiencing nocturnal episodes suggestive of palpitations. Technical services (ts) was consulted and the presenting electrogram (egm) shows the device operating as programmed with all lead measurements satisfactory and battery longevity normal. Further review was recommended. At this time, the device and lead remain in service. No additional adverse patient effects were reported.